Event description:
It was reported that balloon rupture occurred after secondary device interaction. An 8.0 x 40, 75cm mustang balloon catheter was advanced into a stent in the distal outflow vein for dilatation. However, the balloon snugged unto the stent and the balloon ruptured. The procedure was completed and no patient complications were reported.